Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless ipg implant procedure, when a device was newly implanted pacing was attempted in every site during the procedure nonetheless it was not successful as pacing failure occurred even with the maximum output. No problem was observed with either impedance or sensing. Also engaging of two tines was confirmed. To make sure, mapping was performed using an electrode catheter and the result indicated that the sites where pacing could work were interspersed. The leadless ipg remained in use. Later, following the leadless ipg implant, the physician decided to change the procedure to a transvenous system. The leadless ipg remains in the patient out of service. The patient's myocardial condition was highly possible as the cause of the issue although the cause was unidentified. No patient complications have been reported as a result of this event.